Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's previous pacing percent was 1% and over the last month increased to 99%. Engineering reviewed data stored in the implantable cardioverter defibrillator (ICD) and found a fault which caused the high pacing percentage. Engineering noted that this was a diagnostic issue only and should not interfere with overall device operation. The ICD remains in service and no adverse patient effects were reported.